Event description:
Procedure type: gastrectomy. According to the reporter: while the tip of orvil tube was pulled out from the esophagus stump, the center rod and the tube were separated. The anvil was left in the cervical esophagus was confirmed endoscopically, but there was no sign the blue retaining thread was broken. The anvil was retrieved endoscopically, and new device was opened to complete procedure. Patient is under observation. The incision was not extended. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).